Event description:
It was reported that pump displayed malfunction code related to momentary power loss to vibrator motor, with no notable impact on customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if issue returned.